Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the implantable pulse generator (ipg) experienced rapid battery depletion. The device remains in use, however, a replacement is planned. No patient complications have been reported as a result of this event.